Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 failed for third time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 not detected. The field service engineer fse removed the back panel and rear of the drawer and found the retractor band not fully seated, with the pyxibus module controller pmc cable easily disconnect under slight pressure. The retractor band was replaced, and damaged connector pins were identified on the drawer controller, the drawer controller was also replaced. The drawer was reinstalled, and all light emitting diodes leds indicated normal operation. The system functioned as intended after the field service engineer fse repaired the device.